Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp implantable port was returned for evaluation. Visual, functional and microscopic evaluations were performed on the returned device. Gross examination of the port body showed multiple puncture access was observed on the port septum. No other anomalies were noted. The port was patent to both infusion and aspiration. Therefore the investigation is inconclusive for the reported difficulty in flushing and suction issues as there were no flushing and suction issue identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to unconfirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the heaver needle was allegedly punctured, and blood could not be drawn in even after reverse bleeding, and so the catheter and the main body were removed and reversed and flushed respectively. It was further reported that the catheter could passed through the water without any problem, but the port body could not able to passed through the water. Reportedly, there was allegedly some resistance when priming the port body. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the heaver needle was allegedly punctured, and blood could not be drawn in even after reverse bleeding, and so the catheter and the main body were removed and reversed and flushed respectively. It was further reported that the catheter could passed through the water without any problem, but the port body could not able to passed through the water. Reportedly, there was allegedly some resistance when priming the port body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.